Event description:
The customer reported that his olympus connecting tube could not be properly secured during reprocessing. According to the initial reporter, the locking arm was broken. This event had no patient involvement. This is event 1 of 4. Please see complaints with patient identifiers: (B)(6), (B)(6), and (B)(6) for related files.

Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. An attempted review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. As the serial number was unknown, we could not determine the manufactured date and therefore a review of the DHR could not be completed. The IFU contains the following statements: ¿move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ a review of pervious rerprocessing performances of the subject device was confirmed at the launch of the product. No abnormalities were noted. Based on the results of the investigation, it is believed that a external stress was applied to the lock lever of the connecting tube, which broke the lever and compromised the connection site. Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.